Event description:
It was reported that unspecified bd¿ pen was unable to deliver medication. The following information was provided by the initial reporter: the clinical research coordinator reported that there was a misfire for apokyn pen. He stated that on (B)(6) 2018, one of the studies that was studying 3 different forms of apomorphine had tried to inject a patient with apokyn pen and it did not seem like the patient was injected. He stated that the study was very experienced in using the pen. He stated they loaded the cartridge and loaded the pen and it was primed. They tested the patient bloodwork afterward and found there was no apomorphine found at any time points. He stated it did not seem to dose him, and per protocol, they were not allowed to dose again. Before using the apokyn, they tested it and saw a drop come out with 0.1ml. He also stated that when the pen was inspected afterward by the research monitor, it did not seem like much of it was used. He stated that the medication was currently being shipped back to the study sponsor for quarantine and destruction and it was not retrievable.

Manufacturer narrative:
H.6. Investigation summary: we are unable to perform any investigation as neither catalog number nor lot number are provided, no samples displaying the reported condition are available for examination. H3 other text : see section h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen was unable to deliver medication. The following information was provided by the initial reporter: the clinical research coordinator reported that there was a misfire for apokyn pen. He stated that on (B)(6) 2018, one of the studies that was studying 3 different forms of apomorphine had tried to inject a patient with apokyn pen and it did not seem like the patient was injected. He stated that the study was very experienced in using the pen. He stated they loaded the cartridge and loaded the pen and it was primed. They tested the patient bloodwork afterward and found there was no apomorphine found at any time points. He stated it did not seem to dose him, and per protocol, they were not allowed to dose again. Before using the apokyn, they tested it and saw a drop come out with 0.1ml. He also stated that when the pen was inspected afterward by the research monitor, it did not seem like much of it was used. He stated that the medication was currently being shipped back to the study sponsor for quarantine and destruction and it was not retrievable.